Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that they have not notified their managing physician as they have not had insurance since 2007. The patient noted they first started experiencing pain and their device not working since 2010. They are unsure of the circumstances that led to these issues.

Event description:
The consumer reported that her device wasn't working and she was in a lot of pain. The indications for use were epidural fibrosis and arachnoiditis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.